Event description:
After successful deployment of the trunk-ipsilateral component of the gore excluder aaa endoprosthesis, the physician was unable to cannulate the contralateral gate from the left groin. Attempts made to snare a guidewire from the right side via the left groin, were unsuccessful. At this time it was noted the sheath had inadvertently pulled out of the left groin and the physician was unable to readvance the sheath. During the course of attempting to gain access via guidewire and selection catheter, it was noted that the left external iliac artery at the junction with the hypogastric artery, was perforated. At this point patient blood pressure started to drop and the patient was immediately converted to an open surgical repair. The iliac artery bleeding was immediately controlled with suture, and the gore excluder aaa endoprosthesis explanted and replaced with a knitted dacron graft. Next a femoral-femoral bypass was performed implanting an additional knitted dacron graft. By the completion of the procedure, the patient was stable, and taken to intensive care in good condition.